Manufacturer narrative:
(B) (4).

Event description:
The patient was admitted to the hospital due to a migraine headache. He had 2 clavicular deep brain stimulators and an abdominally placed pacemaker. While in the hospital, the left deep brain stimulator was inadvertently interrogated with a pacemaker programmer. He felt severe contraction down the right side of his body which slowly dissipated once the pacer programming head was removed. The therapy amplitude was decreased after this first event. However, the patient felt severe right body sided shocking since then which have resulted in falls. He also experienced dizziness and sensory side effects. The hcp turned the stimulator off. Currently, it was on. The patient had good therapeutic results. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.